Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to possible low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The trainer called the paramedics as they weren't sure if the customer got all the 60 units of insulin during the priming/insertion process as the reservoir was empty. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the outcome to the customer's hospital visit was unknown. The customer was to call back when everything was done. The customer also mentioned not being able to use the set due to pain during insertion, and also a leak at the infusion set site. The reservoir and set will be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The trainer remembers filling the tubing very quickly during the set up and does not recall seeing insulin continue to drip from the needle at the time of insertion. The patient immediately reported pain and stinging at the site. They pulled out the site before taping down the site and insulin was everywhere, and the reservoir was empty. The customer was sent to the emergency room as a precaution, but their blood glucose levels never went low. The trainer confirmed the likelihood that this was a situation where there was a blocked vent during the prime process. The trainer reported that while she did not notice abnormal drops flowing after the conclusion of the prime step, the patient was in such a hurry to insert that it could easily have been missed. The detection of stinging at the site after insertion, was a clear sign of potential delivery.